Manufacturer narrative:
The technician replaced the cable to repair the bed.

Event description:
Info received indicates, the cable going to the left head side-rail was twisted and the outer casing was ripped open and bare copper wires where exposed. The exposed wires were under the sleep deck towards the center of the bed.